Event description:
Pt had realize adjustable gastric band implanted in 2008. Several months later she complained of swallowing problems and nausea. At approximately 3 months later, barium swallow test showed very poor flow of barium past the band. Band was deflated in an attempt to alleviate symptoms. Didn't help. At about one month later, she presented to ed with increasing abdominal pain, swallowing difficulties and nausea. Egd done which demonstrated moderate stenosis, no evidence of band slippage or erosion. At about one week later, she re-presented to ed. To or at about two days later for cholecystectomy and removal of band. Upon removal of band, the doctor found a small pocket of pus, and early erosion into the stomach.